Event description:
Filter vent and filter cover of the piercing pin came out of the plastic casing and alowed fluid to flow from the vent hole. A gemzar 1600mg IV container was spiked with the secondary tubing set. When the nurse continued to prime the set, the piercing pin filter and filter vent cover fell out of the white plastic casing allowing the gemzar fluid to flow out of the vent hole. The secondary set was not yet connected to a pt. The gemzar came in contact with the clinician's skin and clothing. There were no reported skin irritation issues or inhalation issues at the time of the event. Though requested, no additional info was available.